Manufacturer narrative:
On 20-oct-2025: product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.

Event description:
Cough [cough]. Whole top section broke off - oral-b refills [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer e-mail stated that she had used a replacement toothbrush head for less than a month before the whole top section broke off, which caused her to cough. No serious injury was reported. On 20-oct-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the (oral-b toothbrush head refill). No serious injury was reported.

Manufacturer narrative:
Product return was received and evaluated. No failure could be identified; the product is according to specifications.

Event description:
Cough [cough]. Whole top section broke off - oral-b refills [device breakage]. Case narrative: consumer e-mail stated that she had used a replacement toothbrush head for less than a month before the whole top section broke off, which caused her to cough. No serious injury was reported.